Event description:
I had breast implants put in 2005 and then around (B)(6) of 2013 I started having unexplained health issues starting. First it started out with hot flashes and night sweats. I thought maybe I was going through pre menopause. I went to my obgyn and he did hormone testing and all the tests came back fine. He said I was not going through pre menopause. I was also started having frequent urination and my obgyn did exams and could not find anything of why. Then I started getting knee pains then followed with pains in all my joints in hands, wrist, fingers, feet, toes, after joint pain started I started getting fatigued real bad to the point I can't get up out of bed several days out of the week, then memory loss, brain fog started, anxiety, then some days all the bones in my body ache and get flu like symptoms.